Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a labrum refixation surgery, the tip of the device broke off inside the patient when the surgeon pierced the labrum. The broken part was retrieved from the patient. The surgery was finished successfully with a different device (ar-4068-25tr). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes misaligned insertion, prying, or levering the device during insertion, which can result in the device breaking and/or being damaged. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.